Event description:
Information was received indicating that this ambulatory infusion pump exhibited alarms for high volume. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Evidence of the reported incident was found in the device event history log. A cassette was attached to the pump, and run with the customer's program. The reported customer complaint was unable to be verified. Use induced fluid ingression was noted and determined to be the cause of the reported issue.